Event description:
Rental ino delivery device arrived in the nicu approx 2 hrs prior to application. Rptr went to calibrate and set up the device before pt use. The front control panel was cracked in the upper left hand corner. There was no metal connector at the inspired gas sample port near the water trap. The manual no delivery system indicator was also cracked. The device looked "banged up".